Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014. In this case the causal role of the suspect synvisc one cannot be established for the occurrence of the death of the patient, however, the lack of detailed information regarding the concomitant medications used by the patient, clinical course and moreover the lack of autopsy details of the patient precludes the complete case assessment.

Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from a healthcare professional (other). This case involves a (B)(6) years old female patient who died after receiving treatment with synvisc one. No past drugs, medical history or concurrent conditions were reported. On an unknown date, the patient received intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiry date: not provided) into both knees for osteoarthritis. On an unspecified date, the patient deceased due to unspecified reason it was unknown whether autopsy was performed. Corrective treatment: not reported. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.